Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Each intraocular lens(iol) is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company, 20.0 diopter (add power +2.2/+3.2) lens was replaced with an unspecified, monofocal toric lens model due to a mild astigmatic outcome. The product has not been received to evaluate. Due to the exchange of a multifocal non-toric lens to a monofocal toric lens model, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. Follow up attempts were made. No further information has been provided at this time. File will be reopened when new information or the product is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported following an intraocular lens (iol) implant procedure, the patient cannot see road signs. The lens was explanted and replaced with monofocal lens in a secondary procedure. The clinical reason for the explant was mild astigmatic outcome. Additional information was requested.